Manufacturer narrative:
The insulin pump passed the functional tests, including the self -test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons functioned properly. No damage in the keypad assembly noted. No stuck button alarm or frozen screen during testing. No unlocked keypad connector during visual inspection. Pump passed the leak test. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump button was pressed for more than 3 minutes causing pump to not work. After battery was removed, issue was not resolved. Customer's blood glucose was 5.9 mmol/l. Insulin pump would need to be replaced.